Event description:
07/07/2022 - the incident occured on (B)(6) 2022. We were notified 7/7/2022. The consumer is being represented by his law firm. The consumer claims to had serious injuries while is uses of this product. Our risk management team will be working with the consumers legal team to investigate this incident.

Manufacturer narrative:
08/04/2022 - the product is with the consumers legal representative. The investigation will be handled by the consumers legal team and conair risk management. Therefore the device will not be returned to the manufacturer for an investigation.